Event description:
Olympus was informed that during a therapeutic colonoscopy procedure, a loop cutter was used to cut a suture and broke inside the pt. The device was retrieved without any pt injury. The procedure was completed with a different device. Olympus followed-up with the user facility via telephone and in writing to obtain additional info but with no results.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for evaluation. If additional info becomes available at a later time, this report will be supplemented. The user facility was informed by an olympus representative, that per the IFU, the loop cutter intended use is as follows: "to be used to cut the residual end of the olympus loop used for ligating tissue within the digestive tract. Do not use this instrument for any other purposes."